Event description:
Reporter indicated a vns lead fracture was noted during a generator replacement surgery for normal end of service. A new lead and generator were implanted. All attempts for further information from the reporter have been unsuccessful to date. The explanted lead and generator have been returned. Analysis of the generator confirmed normal end of service and no anomalies were identified. Analysis of the lead is still pending.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.